Event description:
It was reported that an implant check was carried out due to a suspected device failure. The pt reported intermittencies, noises and volume fluctuations. The pt assumes that this might be related to his vibrating alarm clock which is placed under his pillow. Testing confirmed that the device has malfunctioned. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.